Event description:
The customer reported that they "have had several lines break and split at the blue connection point that sits at the top of the alaris pump." Further information received from the customer suggests that this has been happening when they have been attempting to remove air from the line. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.